Event description:
It was reported by service report that the corner covers on the head end were broken and had rough and jagged edges. The customer could not determine if there was patient involvement or if there were adverse consequences to report.